Event description:
Patient reported receiving a blood glucose result of 41 mg/dl, while using the suspect device. Pt stated that, based on this result, pt had a snack before going to sleep. Pt reported that, nine hours later, pt's spouse was unable to wake them. Pt's spouse reportedly tested pt's blood glucose, using the suspect device, and obtained a result of 111 mg/dl. Pt indicated that, due to the reading of 111 mg/dl, pt's spouse did not provide any food or drink. Pt stated that emergency medical services were contacted, and upon their arrival, pt's blood glucose measured 28 mg/dl, using paramedic's blood glucose monitor, and 38 mg/dl, on the suspect device. Pt stated that they were treated with a shot and intravenous fluids (type of shot and contents of IV were not provided), and was transported to the hosp, for additioinal treatment. Pt did not provided the duration of their hospitalization. Pt's current condition: doing fine. Quality control tests had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.